Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse event reported as no there was no patient involvement. A replacement pump was provided to the reporter.